Manufacturer narrative:
D10 concomitant products: 176657, 176657 endoclip ii ml 10 appli (lot # j5k2710ny); 176657, 176657 endoclip ii ml 10 appli (lot # j5k3537ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) lung resection procedure, the patient who had history of a sustained a stab wound that penetrated the lungs and required an exploratory procedure, experienced an issue in which the clips were loaded but would not close. It was further reported that a vessel rip/laceration occurred with profuse vessel bleeding, which was attributed to one of the clip appliers. Tissue damage was reported as a temporary injury. The bleeding was managed intraoperatively using an energy device (harmonic) to control the bleed.